Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
While drilling through a transbucal system by using a long drill from stryker, the surgeon touched the nerve in the mandibula which resulted in adverse consequences. This per is raised on minimum info.